Manufacturer narrative:
Retainer ring =black. Customer returned pump for the following: blank display, keypad unresponsive, exposed to moisture on 28 november 2021. The unit was able to pass the following tests: active current test and sleep current test, keypad voltage test. P-cap was attached and locked into place correctly. The unit was unable to pass the following tests: displacement test, prime/seating, basic occlusion test, force sensor test, occlusion test. The unit was unable to rewind due to unexpected pump error 38. The self-test failed due vibrator motor not vibrating. The unit was successfully downloaded using thus. The following alarms were present in pump memory that pertained to the issue are: stuck button (10:20 pm). The keypad was responsive during testing, however, the pump memory contained stuck button. In history file, unresponsive keypad was noted on 11/28/2021 10:07 pm. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms, anomalies noted on event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube). Blank display is not confirmed. Keypad unresponsiveness was not confirmed. Exposed to moisture is confirmed. Stuck button alarm due to da1 & da2 were corroded on pcb1. Pump 38 due to moisture damage on the motor assembly during rewind. Vibrator anomaly due to corrosion in vibrator motor. Additional cosmetic damages are noted on unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump screen was blank and alarmed stuck button error. Customer stated that they did not press a button down for 3 minutes or longer and buttons on the pump are not responding. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.